Event description:
The user facility reported a 62-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during the procedure to insert the impella 5.5, the pump did not advance from the right subclavian artery to the vicinity of the brachiocephalic artery bifurcation. A placement signal 'not reliable' alarm appeared. The impella had to be removed and upon removal, a kink was observed near the motor. It was decided to discontinue insertion. There was no harm to the patient.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The returned complaint 5.5 pump (B)(6) was visually inspected. Catheter kink near motor housing observed. No other abnormality found. The cause of the delivery issue was the patient's condition since their vessel diameter was below the recommended range and the anatomy was reported to be challenging. Pump discarded prior to being evaluated for the optical signal issue. The cause of the optical signal issue most likely was damaged optical fiber line due to excessive force that kinked the catheter. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The cause of the optical signal issue most likely was damaged optical fiber line due to excessive force that kinked the catheter. All pertinent information available to abiomed has been submitted at this time. D4 model number updated. D6a/d6b updated with additional information. F6 and f8 should have been left blank from the initial manufacturer device report number 1220648-2024-07666. H6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2024-07666.